Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) . It was noted on right atrial (ra) lead atrial capture could not be confirmed. The implantable pulse generator (ipg) was also not appropriately mode switching to compensate. The ipg was reprogrammed, and both the ipg and pacing leads remain in use. No patient complications have been reported as a result of this event.